Event description:
It was reported that after a lead was implanted and in position, stimulation was not felt by the patient. The hcp suspected the lead was damaged; this was explanted. A second lead was implanted; during this lead revision, the patient was unable to feel any stimulation with the lead in place. The hcp suspected the lead was damaged and wanted the lead to be checked. A third lead was implanted; the patient could feel stimulation at this point. This lead was connected to the existing device and the patient is now receiving stimulation.

Manufacturer narrative:
(B) (4).